Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a guidezilla guide extension catheter. Microscopic examination and tactile inspection revealed numerous kinks throughout the shaft. The inner diameter (ID) of the guidezilla was measured at the distal tip and was within specifications. A tooling qualified mandrel was inserted through the tip with no resistance. Microscopic examination presented a partial separation in the collar/proximal shaft weld. Microscopic examination presented no damage or irregularities in the tip. The stent delivery system (sds) used in the procedure was not returned for analysis. A promus element plus sds was used for functional testing. The promus element plus was unable to advance through the collar, due to the separation of the collar and shaft. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on (B)(4) 2015. It was reported that difficulty advancing occurred. The 90% stenosed target lesion was located in the moderately calcified and severely tortuous distal right coronary artery. A 4x38mm promus premier and a non-bsc stent failed to insert into the 145, 5-in-6 guidezilla guide extension catheter. The guidezilla&#10263;as exchanged for a non-bsc device and the procedure was completed. No patient complications were reported and the patient's status is good. However, product analysis revealed partial separation in the collar/proximal shaft weld.